Event description:
Customer reported that the device had fault codes logged in the memory and the defibrillator values were out of calibration. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified that the device defibrillation values were out of calibration and it logged fault codes. Physio recalibrated the device and observed proper operation through performance testing. The device was returned to the customer for use. The root cause of the malfunction was not determined.